Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. The customer placed the pump face down to allow any moisture to clear from the vents. Reportedly, there was a temporary delay in cleaning the alarm. Insulin delivery was resumed.